Manufacturer narrative:
Irn # (B)(4). Based on clinical assessment and risk assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn # (B)(4). Customer was called into the l&d ward for a laboring patient with a cse whose catheter disconnected from the clamping adapter about 6 hours after receiving her epidural. He also complained that the metal stylet inside the tuohy needle is difficult to remove and during the placement of her epidural he had difficulty removing it which required him to pull the stylet out inadvertently causing the needle to push in further resulting in a dural puncture.

Event description:
Irn# (B)(4). Customer was called into the l&d ward for a laboring patient with a cse whose catheter disconnected from the clamping adapter about 6 hours after recieving her epidural. He also complained that the metal stylet inside the tuohy needle is difficult to remove and during the placement of her epidural he had difficulty removing it which required him to pull the stylet out inadvertently causing the needle to push in further resulting in a dural puncture.

Manufacturer narrative:
Irn# (B)(4). 11/22/2024: data additions have been made. Health effect-clinical code (e) has changed from 2689 nervous system injury to 1417 dural tear. No changes were made to the original laboratory report. Based on clinical assessment and risk assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
(B)(4). 11/13/2024: data additions have been made. No changes were made to the original laboratory report. Based on clinical assessment and risk assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Customer was called into the l&d ward for a laboring patient with a cse whose catheter disconnected from the clamping adapter about 6 hours after recieving her epidural. He also complained that the metal stylet inside the tuohy needle is difficult to remove and during the placement of her epidural he had difficulty removing it which required him to pull the stylet out inadvertently causing the needle to push in further resulting in a dural puncture.